Manufacturer narrative:
The device was evaluated by the returns department which found that the stitching is coming apart on the right side.

Event description:
User states that the back of the seat upholstery is tearing at the seam along the back canes. Back is now hitting metal; causing abrasion.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User states that the back of the seat upholstery is tearing at the seam along the back canes. Back is now hitting metal; causing abrasion.